Event description:
Procedure type: bypass. According to the reporter: the instrument cut tissue but did not deploy staples. As a result, the procedure was converted to an open surgery and the alimentary loop was shortened. There was unanticipated tissue loss. Surgical time was extended by more than 30 minutes. There was blood loss of more than 500cc.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: bypass. According to the reporter: the wrong anvil size was attached to the device preventing the staples from deploying. The surgeon claimed that the product had the incorrect product in the package and that the instrument cut but did not staple. The procedure was converted to an open surgery and the alimentary loop was shortened. There was unanticipated tissue loss. There was an extension of incision by more than one inch. There was an extension of operating time greater than 30 minutes. There was no reinforcement material used. There was intraoperative bleeding greater than 500cc.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).